Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. No crack found at display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display was cracked. Blood glucose level at the time of the incident was 472 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 147 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.